Manufacturer narrative:
Philips has investigated this complaint. The procedure was delayed. Analysis of the log files confirmed that the frontal image processing pc(ippc) was malfunctioning due to disk bay issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse identified that the hard disk drive space was full, which can impact imaging and reloaded software to the ippc and performed a system "ghost" load. The image database was repaired and recreated but the system was still intermittently displaying message to clear image database. Fse replaced the hard drives of ippc and host pc and installed system software and ran system test which resolved the issue. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of the x-ray pc. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was giving an error indicating hard disk drive space was full, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.